Event description:
On (B)(6), we have been informed about an incident in the (B)(6) hosp of (B)(6). A pt was injured during a surgical procedure. On (B)(6), we were informed that the injury was a burn. Details of the pt, the date of the incident, details and location of the procedure and of the electrosurgical generator used have all not been disclosed to us. An unsplit dispersive electrode, model skintact rs05, has been used. It had been applied on the side of a thigh. According to the hosp, preparation of the skin has been carried out properly but no details have been given. No info of the burn, the size of the wound and whether it had to be treated could be obtained so far. The hosp has complained about low adhesion of two lots but did not indicate, which lot was actually associated with the burn. The hosp was not willing to disclose any further info to our distributor.

Manufacturer narrative:
The second lot number complained for insufficient adhesion is 90205-0826. The retained samples of both lots and one returned sample of lot 90212-0827 have been tested visually, for their adhesion, electrically and thermally. The adhesive performance of both lots was tested using retained samples. In addition, test results of both lots obtained immediately after production were reviewed. All samples were found to perform well within the limits. No faults could be detected. It is unk how the electrodes had been stored and how the pt has been prepped. As no further info has been made available to us despite repeated efforts (questionnaire and emails), no conclusion can be drawn. The hosp has stated explicitly that they will not provide any further info (email from (B)(6) on (B)(4)). We therefore have to consider the investigation closed.